Event description:
The device was interrogated on (B)(6) 2013, a 25 months longevity estimation was displayed by the programmer. 13 months after, during a standard follow-up, the device reached eri and was almost in eol. The device was replaced on (B)(6) 2014.

Event description:
The device was interrogated on (B)(6) 2013, a 25 months longevity estimation was displayed by the programmer. Thirteen (13) months after, during a standard follow-up, the device reached eri and was almost in eol. The device was replaced on (B)(6) 2014.